Event description:
It was reported to boston scientific corporation in 2008, that a stonetome stone removal device was used during an est procedure (endoscopic sphincterotomy) one day prior. According to the complainant, during the procedure, "the cutting wire came in contact with papilla. However, the cutting wire would not cut the papilla while white smoke like moisture vapor appeared. The physician attempted to change direction of the wire but the wire failed to cut the papilla." The procedure was completed with a clevercut (olympus). There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.